Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted, explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the thread of the instrument has broken during insertion of pfna (proximal femoral nail antirotation) nail. This is report 1 of 1 for complaint (B)(4).